Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. P-cap/reservoir locked properly in place. Pump received with cracked battery tube threads. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back side near battery cap. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.